Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bulb of the xenon light source could not be turned on during set up (before sedation) for a procedure. There were no reports of patient harm.